Event description:
It was reported to philips that the system was not turning on. The device was not in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated the complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not turning on. Upon troubleshooting, fse checked the main power boards and found the defective power distribution unit (pdu) fan tray and direct current power supply(dcps). To resolve this issue, fse replaced defective pdu fan tray and dcps. After replacement, the system was returned to use in good working order. The codes were updated based on investigation outcome.